Event description:
A healthcare professional reported that a patient experienced a corneal burn during phacoemulsification. There was no occlusion or collapse of the anterior chamber during the procedure. No sutures were required but corneal opacity was observed. The affected eye was the right eye. No further information is expected. This is one of two reports being filed for this facility.

Manufacturer narrative:
Evaluation summary: the longitudinal phaco energy was used on 60; this setting is a little high. The cumulative dissipated energy (cde) was 11.9. The cde it the total phaco energy in footpedal position 3. The blue sleeve was noted as re-used. It is unknown if this is a single-use device as a catalog number was not received to identify which product it was. It is not recommended re-using a single use device. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The system was examined and the reported event was not replicated. No problems were found. A company representative cleaned and tested the system, and replaced the backup battery as a preventive measure. The system and handpiece were tested and the devices worked properly. They met product specifications. The product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).